Event description:
The customer reported via phone call that the insulin pump's screen was blank. The customer removed the battery, inserted a new battery and received the failed battery test alarm. The alarm recurred with another battery insertion. The customer explained the insulin pump was not exposed to any water. The customer's blood glucose was 7.3 mmol/l. The customer confirmed that neither the battery compartment nor spring were damaged or corroded. The customer was advised to insert a new aaa alkaline battery. The customer did not receive the alarm again. The customer was advised to monitor the insulin pump and that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.